Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, pacing inhibition due to noise oversensing on the right ventricular (rv) lead was observed. The lead was capped and replaced on (B)(6) 2021. The patient tolerated the procedure well and was discharged to home.